Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has been having driveline fault alarms. The patient has a known history of intermittent driveline fault events. Log file submitted revealed driveline (dl) phase continued to be the cause of the dl faults as it did in the past. The conductor causing the dl fault events did not appear to be completely fractured. The patient was advised to apply rescue tape to any tears in the dl outer jacket. The patient was sleeping on battery power, which is not recommended, however the remainder of the log file was unremarkable. Additional information requested but not yet provided.

Manufacturer narrative:
The referenced of the patient's previous percutaneous lead repair covered in per-2019-0179416: MFR # 2916596-2019-04144 the referenced of the patient's previous driveline fault events covered in per-2020-0241148: MFR # 2916596-2021-00225.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the driveline fault alarms that appeared to be associated with phase 3. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number: (B)(6) could not be conclusively established through this evaluation. The account submitted a log file for review. Multiple yellow wrench advisories associated with driveline faults were captured throughout the log files which were silenced. These driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended the patient remains ongoing on heartmate ii lvas, serial number: (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21nov2014. No further information was provided. The manufacturer is closing the file on this event.